Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 8-10mm in length target lesion was located in the mildly tortuous, moderately calcified and 2.3mm in diameter left anterior descending artery. A 2.50mmx15mm emerge balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 8 atmospheres. However, on the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.